Manufacturer narrative:
(B)(4). Investigation summary: complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 4th complaint for lot # 9077689 for this type of defect or symptom. Previous complaint (B)(4). Root cause description: no samples or photos provided for evaluation. Therefore, sample analysis couldn¿t be performed, and the symptom reported by the customer can¿t be confirmed. During the manufacturing process, a vision system inspects 100% of all the products for clogged needles. Rationale: CAPA not required at this time.

Event description:
It was reported that needle was blocked prior to use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from (B)(6) to english: hospital used 9077689 batches of injection needles, it found that one syringe needle could not exhaust before injection, caused the injection process to fail to proceed normally; tests showed the needle was blocked.